Manufacturer narrative:
Patient information not provided due to country privacy laws. Specific event date not available; event occurred in (B)(6) 2017. UDI not required. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. The device was evaluated at the customer site by ge healthcare representatives in which it was determined a failed electrical component of the device's power supply card was the cause. The power supply card was replaced and the device returned to the customer after passing functional testing per the manufacturer's specifications. Pictures of the failed electrical component were also reviewed by a member of ge healthcare's engineering team in which the failure was confirmed to be that of the c102 capacitor of the monitor's power supply primary section. Possible root causes could be other faulty devices, grounding failures, or generation of high voltage spikes to a power line, however, a definitive root cause of the capacitor failure could not be determined.

Event description:
A component failed on the power supply card while the device was being used for patient monitoring. The fire department was called due to the presence of smoke; the fire department isolated and unplugged the device. There was no reported patient compromise.